Manufacturer narrative:
PMA/(510k): this report is for an unknown drill bit. Part and lot number are unknown. Without the specific part number; the UDI number, 510-k number and manufacturing site name are unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for (B)(4). It was reported that during an unknown surgery on (B)(6) 2022, it was observed that the when the doctor was drilling the proximal medial to make a lateral static hole in an ans tibia nail, he noticed that the drill bit was making contact with the implant. It was further reported that the driving cap was also stuck in the nail insertion handle. The procedure was completed successfully without delay. There were no adverse patient consequences reported. No additional information was provided. This report is for one (1) unknown drill bit.